Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead and the right atrial lead exhibited high capture threshold. Both leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.